Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a farawave pfa catheter the flush luer was discolored. According to the user it looked 'as if the interior part of the plastic had scabbed off the inner lumen' the catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
When the catheter was first received at boston scientific's post market laboratory it was visually inspected, and no abnormalities were found. It was identified that there was visible adhesive on the outside of the luer, however, the amount of adhesive and the location were within specification. There was no impact to the functionality of the catheter. Based on the available information there was no problem identified with the returned device as the luer had no abnormalities and was within specification.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a farawave pfa catheter the flush luer was discolored. According to the user it looked "as if the interior part of the plastic had scabbed off the inner lumen" the catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter has been received for analysis.